Manufacturer narrative:
Service was not dispatched for this event.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous "no value" result for troponin I (accutni) flagged as "ind" for one patient sample assayed on a synchron lxi 725 access 2i clinical system. The patient result was not reported out of the laboratory. There was no impact to patient treatment. The customer reported that quality control (qc) results were recovering within the laboratory's established ranges at the time of the event. Recent system checks performed by the customer passed within analyzer specifications. During troubleshooting, it was determined that the s0 calibrator was generating higher rlus (signal) in the current calibration curve compared to the previous calibration curve. The customer recalibrated the accutni assay using the same lot of reagent and calibrator. The customer then reassayed the patient sample for accutni and was able to obtain a numerical result. The result agreed with the result obtained from the customer's other synchron lxi 725 access 2i clinical system. A definitive root cause has not yet been determined for this event.